Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of patients that experienced infection and/or ischemia post-op to a robotic hysterectomy? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide the following information for each patient event: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What is the index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? Can you please explain what is meant by ischemia. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? How was the infection diagnosed. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection and/or ischemia? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on an unknown date and absorbable hemostat was used. Postoperatively the patient presented with infection and/or ischemia. Additional information was requested